Event description:
Setting up for a tomo study. Detector radius moved too close to the pt, pressing against his arm, but he was not hurt. Operator hit the emergency stop switch in time. At that time, no safety pad was on the detector. Customer knows better now.